Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During tests in a reference ventilator, performed pre-use checks tests passed without deviation and no alarms were generated during ventilation testing. The returned air gas module failed during testing in the manufacturing test system. Troubleshooting showed that the gas module had a nozzle unit with a sticky membrane which is considered to have caused the reported failure. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. In this case the membrane was sticking to the mouthpiece and caused the reported failure during the pre-use checks tests. The nozzle unit should be changed during the yearly preventive maintenance or after 5,000 hours of operation. The air gas module was manufactured in july 2016 which means that the nozzle unit's age at the time of event was around 4 months, thus the cause of the stickiness is an early wear of the membrane. Received device logs showed that the pressure transducer sub-test failed intermittently since (B)(6) 2016. The date of event has been updated accordingly.

Event description:
(B)(4).

Event description:
It was reported that the pressure transducer sub-test failed during the pre-use checks tests. There was no patient involvement reported. Manufacturer reference # (B)(4).